Manufacturer narrative:
The investigation determined the issue is sample related. An instrument issue was not identified. The malfunction is consistent with mis-sampling of the patient sample. Mis-sampling is caused by insufficient aspirated sample volume which can occur when needle lubricant is aspirated together with the sample. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned results for multiple patients tested for sodium (na) on a cobas 8000 ise module. The customer provided an example of discrepant results for 1 patient sample: the results were 130 mmol/l and 141 mmol/l. It is not clear which result is the initial, and which result is the repeat. It is not clear which result is believed to be correct. No questionable results were reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.